Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on both the rv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the device memory indicated a lead impedance out of range alert.

Event description:
It was further reported that the lead was reseated within the device header, which appeared to resolve the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that lead alert triggered, and the right ventricular (rv) lead exhibited high superior vena cava (svc) and high voltage coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products 5076 lead implanted: 2009-(B)(6), 4196 lead implanted: 2009-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.